Event description:
The customer reported that the system's c-arm would not move or tilt and the handles were blocked. No pt injury was reported.

Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable and no add'l svc info was provided.